Manufacturer narrative:
This patient information is not provided for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part: 03.033.003, lot: l492118: manufacturing site: (B)(4), release to warehouse date: (B)(6) 2017: the device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the aiming arm (part # 03.033.003, lot # 492118, mfg # 11/09/2017) was inspected at us cq. Upon visual inspection, it was observed that one of the two locking tabs fixed on the distal part of the aiming arm was broken, and the broken portion was not returned. No new issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was not performed due to post-manufacture damage and the broken fragment of the locking tab was not returned. Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: the material review of the locking tab was not able to be performed during DHR review as the sub-components are not lot tracked. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage at the time of surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, one of two push-to-lock tabs of aiming arm broke on the greater trochanter side of an insertion handle during an unknown procedure. The procedure was completed successfully. There was no surgical delay. No patient harm reported. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).